Event description:
It was reported that during an attempt to intervene on a chronically occluded vessel, the guide wire became stuck within the lesion. The attempts to free the guide wire were unsuccessful and resulted in the distal tip of the guide wire remaining in the vessel.